Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and failure analysis investigations replicated/confirmed the customer reported grey scope housing piece on scope that attaches to robotic arm and changes orientation from 30 up to 30 down, would not turn. Scope swapped when issue arose and no further problems were encountered. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additional observation not reported by site: the endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located in the middle 1/3 of the endoscope cable. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable intergraded connector housing exhibited discoloration. Visual inspection confirmed. The endoscope cable integrated connector was visually inspected and found with damage. The cable integrated connector exhibited corrosion the spring fingers. The endoscope was visually inspected and was found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. The endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on enter button exhibiting damage of the button pack assembly. The complaint was confirmed by failure analysis. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing. The probable root cause is attributed to component susceptibility to increased friction.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 30 degree endoscope plus involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the 30-degree endoscope plus instrument was not moving as it should. When the surgeon tried to invert the image, the endoscope did not respond as it should. Customer also stated that the endoscope would move on it own. Customer tried to reseat the endoscope but no improvement, so they replaced the endoscope. Customer will follow back up with the surgeon to see if the replacement endoscope resolved the issue. Technical support engineer (tse) reviewed the logs but did not see any errors associated with the reported issue. The grey scope housing piece on the endoscope that attaches to robotic arm and changes orientation from 30 up to 30 down, would not turn. The endoscope was swapped when issue arose, and no further problems were had. The procedure was completed with no reported injury.